Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Root cause description: as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the non patient end of the cannula is broken with an unspecified bd pen needle. The following information was provided by the initial reporter: rear cannula end is broken.